Event description:
It was reported that the device overheated during a procedure. Attempts are being made to obtain additional information from the manufacturer sales representative.

Event description:
It was reported that the device overheated during a procedure. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.